Event description:
Premature infant born at 28 3/7 weeks. Umbilical venous catheter inserted as part of resuscitation. Catheter migrated causing pericardial effusion along with pulmonary and other cardiac issues. Baby had to have a pericardial tap and fluid was positive for sugar suggesting tpn. Original x-ray after placement showed uvc at the right portal veins.